Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 170 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truemetrix meter to truetrack meter; observed 30 to 40 mg/dl difference between readings. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 191 mg/dl using truemetrix meter and 150 mg/dl using truetrack meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/29/2016 and open vial date is about 30 days. Recall test results performed fasting from meter memory: 191mg/dl, (B)(6) 2015 09:54am. 182mg/dl, (B)(6) 2015 09:46am. 192mg/dl, (B)(6) 2015 09:45am. 123mg/dl, (B)(6) 2015 03:09pm. 145mg/dl, (B)(6) 2015 03:08pm. Adverse event not reported.